Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was partially confirmed; a false magenta color saturation of the image inside the mask while using an olympus test scope gif-hq190 was produced. The issue was attributed to a faulty printed circuit board.

Event description:
A user facility reported to olympus that their olympus, cv-190 was not recognizing a scope. In addition, it was reported that the image would go black, freeze and flicker different colors. There was no patient injury or harm associated with the problem reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely causes as follows: the reported phenomenon likely occurred due to malfunction of the dp board (video board) due to long-term use associated with the age of the device. Alternatively, since the device in the video signal receiving part between the scope and the processor deteriorated to an unstable state, it is likely that the phenomenon of no scope recognition and black or freezing of the screen occurred.